Manufacturer narrative:
Per the clinic, the patient also experienced an extrusion of electrode array through the ear drum due to external force caused by cleaning of the auditory canal.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to loss of electrode function and migration of the electrode array that was noted on (B)(6) 2025, following cleaning of the external auditory canal. The patient was re-implanted with another cochlear device during the same surgery.